Event description:
It was reported that the pump reset unexpectedly at 80% battery life. When the pump reset, the display showed a battery life of 5% and then changed back to 80%. The customer's blood glucose level was impacted (360 mg/dl).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.